Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, the 8mm prograsp forceps instrument had the metal tip at the distal end come off of the black plastic shaft. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm prograsp forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have the main tube broken. The instrument was broken at the distal end there were no fragments missing.

Event description:
Refer to h10/h11 for follow-up information.